Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned four-photo sample noted one opened (without original packaging), used silicone foley. Visual inspection of the first photo sample noted shows the biohazard plastic bag with r44122259 written over it. The second photo shows the overview temp sensing foley catheter with sample port connector. The third photo sample show the overview of the foley catheter with a highlighted arrow pointing a pinhole on the trifurcation site. The fourth photo shows the inflation valve/cap with manufacturing lot number ngkr4130. This does not meet specification which states "cap and valve must be present and assembled the tip of the black material of the valve is visible on the surface of the cap [2] without cuts, holes or tears on the inflation arm". A labeling review was not performed because labelling could not have prevented the reported failure. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Initial reporter name: sakai city general medical center, a local independent administrative institution, sakai city hospital organization correction: f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that immediately after foley catheter insertion in the operating room, urine leakage was observed from around the catheter bifurcation.

Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that immediately after foley catheter insertion in the operating room, urine leakage was observed from around the catheter bifurcation.